Manufacturer narrative:
The physical device was not received for investigation. Cloud data was reviewed for the date of occurrence, (B)(6) 2026. Review of the cloud data confirmed that the reported boluses were delivered at the reported times on (B)(6) 2026. The cloud showed that none of the boluses were programmed with a carb or glucose entry and that all were manually adjusted to the total bolus volume. Without application log files, it cannot be determined if the controller was interacted with to program, confirm, and start delivery of these boluses, as the cloud data does not contain records of interactions. The exact cause of the reported uncommanded boluses could not be determined from the available cloud data. Locked down smartphone: data not available omnipod software app version: data not available smartphone operating system: data not available smartphone hardware: data not available cgm sensor type: data not available *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient noticed several uncommanded boluses after a software update on their android phone. The update was done on (B)(6) 2026 and they experienced uncommanded boluses (B)(6) 2026. The phone had been located in the backpack of the patient in the school nurse's office and the patient was in physical education class. The unexpected boluses reported that occurred on (B)(6) 2026 were as follows: 10:10 = 4 units; 10:14 = 2 units; 10:34 = 4 units; 10:39 = 5 units; 10:44 = 5 units; 12:06 = 2 units; 12:11 = 3 units; 12:20 = 3 units. The patient¿s blood glucose was reported to have been less than 54 mg/dl, but exact results and any treatment provided were not specified. The 03-feb-2026 event is reported in insulet reference number (B)(4) and the (B)(6) 2026 event is reported in insulet reference number(B)(4).

Manufacturer narrative:
After internal review on (B)(6) 2026, h6 investigation findings was corrected.